Event description:
Dealer states "the speed is varying on the same settings." Advised to check cables and joystick (and replace to troubleshoot). The dealer is going to do further troubleshooting and call us back. No injury alleged

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m41fdb, serial number/date code (B)(4) is approximately 2 years 5 months old. The owner's manual part number 1143206 rev g (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Dealer called stating that the speed on the m41fdb power chair allegedly varies when on same setting. Dealer to troubleshoot, check cables & joystick. No injury alleged.